Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. D4 batch#: c9ej2f. Additional information was obtained: no pieces were left inside the patient. A broken part also will be returned. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a robot assisted unknown surgery, the valve came off during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2025 d4: batch # c9ej2f investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12srt device was received with the duckbill out of position and present. In addition, the duckbill was returned inside a plastic bag. Due to the condition of the retuned device had no leak tested could be performed to evaluate the reported incident. No conclusion could be reached as to what might have caused the duckbill out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.